Event description:
New information received notes that the implantable cardioverter defibrillator was in telemetry lockout. The issue was addressed via re-interrogation in clinic. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of bluetooth loss was resolved via re-interrogation with merlin programmer. This is indicative of bluetooth lockout. No anomalies were found.